Event description:
A hospital in another country, reported that a rt021 catheter mount did not have a suction port. The suction port was found loose in the packaging.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is also sold in the USA. The complaint device was not returned to us. An evaluation has been conducted based on the event description and previous investigations on similar complaints. Results: our records indicate that no other complaints of this nature have been received for the given lot number. Conclusion: the valve could have detached during transit from our manufacturing facility to the end user. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0013 %.